Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified proximal left anterior descending artery (lad). The lesion was predilated with a 2.5mm non bsc balloon and then a 3.50x16mm liberte bare stent delivery system (sds) was advanced to the proximal lad; however, the physician encountered mild resistance while advancing the device and it was noted that the stent had moved on the balloon. The device was successfully removed from the patient and it was noted that the stent remained on the sds and did not dislodge. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is good.